Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that while using a psi guide, the drill bit hit the femoral rotation pins already in place causing the drill bit to snap. This was not taken out of the patient as the surgeon said that it was fine.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed component code - mechanical (g04) - drill. The reported event was unable to be confirmed as no product or pictures were provided; visual and dimensional evaluations could not be performed. A review of the device history records could not be performed as lot number was not provided; this information was unavailable by the reporter. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.